Manufacturer narrative:
Intermittent button response on the up arrow button due to corroded keypad traces noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's up arrow button was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.